Event description:
It was reported that myopotential oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.